Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate. Blood glucose was 80 mg/dl. Reportedly, customer reloaded the same cartridge and received an accurate fill estimate.